Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. B.7 added information as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-25222. D.4 revised serial number as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-25222.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, the left leg looked mottled compared to the right, but pulses were difficult to obtain in either leg. The doctor gave additional orders to give fluid bolus, correct bicarbonate, and rewarm the patient, and eventually decided best course of action would be to remove pump and do surgical closure. Care was withdrawn and the patient expired.